Event description:
Customer reported the insulin pump alarmed failed battery test with every battery that she inserts. Customer does not recall her blood glucose level. Alarm and possible causes were explained to the customer. Customer was advised to clear the alarm prior to inserting a new battery if not it will continue alarming. Customer stated the contact were not missing or damaged. Neither the battery compartment nor spring were damaged or corroded. Customer was advised to clean the device. Customer reported the insulin pump had a crack near where the belt clip clips on. Troubleshooting for damage was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with failed battery test alarm due to corroded battery tube. The insulin pump was received with minor scratches on display window, cracked display window at bottom right side corner, cracked case on the display window corners, cracked reservoir tube lip and cracked belt clip slot near battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.